Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident. The drive support cap was appears to be normal. The customer performed the self-test and it was passed. The insulin pump will not be returned for analysis.